Event description:
During intraocular lens (iol) implant surgery, the iol cracked during folding, however it was not noticed until after the iol was inserted into the eye. The incision was enlarged to facilitate removal and replacement of the iol.